Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter and 24 mm diameter bilateral ectatic common iliac arteries. It was reported that the patient was still in the hospital with pain and suffered an iliac rupture distal to the stent graft due to an unknown reason. The physician coiled the left hypogastric and extended the stent graft with 16/16/124 and 16/16/156 endurant stent grafts down to the left external iliac artery. The patient was stable at the completion of the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).